Event description:
Related manufacturer reference number: 2017865-2019-10068. New information received notes the low atrial impedance was a result of a suture tied around the right atrial lead instead of the suture sleeve, which caused the conductors to come into contact. The complaint of low atrial lead impedance was not a result of the implantable cardioverter defibrillator malfunctioning. The lead was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented during a pre-discharge evaluation. Upon interrogation, the atrial channel impedance of the implantable cardioverter defibrillator was low and out-of-range and a false pause episode was discovered. Fluoroscopy performed on (B)(6) 2019 revealed the right atrial lead was properly placed and repeated measurements could not reproduce the issue. The physician determined the issue to be a transient header anomaly due to possible fluid or tissue build up in the atrial port. No intervention was performed and the patient will continue to be monitored. The patient was in stable condition.